Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving morphine (20mg/ml at 3.396mg) via intrathecal infusion pump for non-malignant pain. It was reported that the pump flips and the patient felt as thought they weren't getting the therapy they usually got. The pump segment of the catheter was kinked and coiled. The old trimmed catheter was replaced with a new trimmed catheter during revision. The catheter was patent, and the access port was successfully aspirated. The pump was sutured down on the suture loops to protect it from flipping in the pocket. The issue was resolved.